Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
It was reported that the ventilator had an alarm. There was no patient involvement.

Manufacturer narrative:
G4: 07apr2020. B4: 09apr2020. Information was received that the service engineer (se) inspected the device and found the unit had a black screen and abnormal reboot. The se stated the power supply needed to be replaced. The customer was provided with a quote for service/repair of the device and at this time had declined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.